Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2026 in the afternoon. Upon admission, the alarm history on the patient's system controller only registered 1 alarm from 31mar2026. It was believed it was a power cable disconnect alarm. The morning of 23apr2026, that alarm was no longer in the history and the only alarm that registered was from 21apr2026, which was a power cable disconnect alarm. All other system controller functions were performing normally, including the self-test, and the patient was symptom-free and stable. It was unclear why this was occurring and the gravity of it. Log files were sent for review. There were no unusual events recorded in the log file event history. The only events captured were routine power cable disconnects and pulsatility index (pi) events. There were two sequences of the repeated alarm silence button being activated with no alarms prior to the activation. The first one occurred on 22apr2026 between 14:07 and 14:59 and there were 30 activations of the alarm silence button. The second one occurred on 23apr2026 between 10:02 and 10:18 where there were 13 activations. The mechanical circulatory system (mcs) equipment was operating as intended. It was later communicated 3 power cable disconnects were performed for longer than 30 seconds each. First with the black cable (it was not silenced), then white (also unsilenced), then white (silenced on the system controller). All 3 registered appropriately on the system controller alarm history and in the event records on the monitor. There were the 3 mentioned and 1 from 21apr2026 at 09:36. Nothing between the 3 from the afternoon of 23apr2026 and 21apr2026, even though 8 power cable disconnect alarms were visible in the event records from earlier on 23apr2026, and nothing before 21apr2026. It was unsure what caused the excessive activation of the alarm silence button. It was believed it may have been the patient, as they were a little confused, although the site had yet to see them touch the system controller unless prompted. Additional log files were sent for review. The only notable data in the newest log file were 2 more sequences of the alarm silence button repeatedly being activated with no alarms prior to their activation. These occurred between 11:23:29 & 11:23:34 and again between 13:47:40 & 13:58:32. The system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was returned for evaluation following the reported events of the controller not properly capturing alarms on the alarm history screen and irregular strings of the silence alarm button being pressed. The downloaded and submitted log files were reviewed together as they had overlapping data. Data from 20apr2026 - 29apr2026 was captured in the event log files. On 22apr2026, intermittently on 23apr2026, and on 24apr2026 strings of silence alarm button pressed events were observed. Around these time periods, no irregular alarms were captured. Routine power cable disconnects are seen throughout the file when the external power source is being changed. The observed alarms within the log files will not register on the controller alarm history screen. The heartmate 3 system controller was functionally tested alongside known working test equipment without issue. The controller was left to operate on a mock loop for an extended period without any irregular alarms or events of irregular silence alarm buttons pressed. Alarms presentable on the controller alarm history screen were induced and proper logging of alarms to the controller history screen was confirmed. All user interface buttons were tactile and performed their corresponding actions when pressed. The alarm history screen functioned as intended throughout testing. No irregular alarms were produced throughout testing and the controller appeared to be operating as intended. Provided information indicates troubleshooting consisted of producing alarms seen on the alarm history screen, the alarms were produced and appropriately logged within the alarm history screen. Provided information also indicates the patient did not touch the controller unless prompted. The reported events were unable to be correlated to an issue with the returned system controller. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. This section also indicates under subsection "system controller alarms" how to view the alarm history screen, how to interpret the alarm history screen, and which alarms are displayed on the alarm history screen. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.